Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high and unstable rv defibrillation coil impedance which triggered an alert when the rv defibrillation coil impedance exceeded the programmed upper alert threshold. The lead remains in use. No patient complications have been reported as a result of this event.